Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4136 boston scientific lead, implanted: (B)(6) 2010. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient's spouse that the patient was hospitalized due to a stroke in (B)(6) 2013 and a doctor at the hospital stated that the patient's device "was off". The spouse believes that the device must have been turned off at the patient's last device check in "(B)(6) of 2013". It was also reported that the patient's spouse contacted the patient's physician and a company representative who informed the spouse that the device "was not off". The spouse feels they don't "have a good explanation as to the status of the device" before the patient died.